Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® no additive (z) tubes there were issues with foreign matter and scratches on tube. Two tubes had foreign matter embedded in the tube, one tube had a smear, and tube was scratched. The following information was provided by the initial reporter, translated from (B)(6) to english: embedded fm x2, smear on tube x1, scratch on tube x1.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter and scratch on product with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter and scratch on product was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that before use of the bd vacutainer® no additive (z) tubes there were issues with foreign matter and scratches on tube. Two tubes had foreign matter embedded in the tube, one tube had a smear, and tube was scratched. The following information was provided by the initial reporter, translated from japanese to english: embedded fm x2 smear on tube x1 scratch on tube x1.